Event description:
X-ray machine was turned on as usual in am to let it warm up for procedures. Monitor stated "keyboard not communicating". This is "usual" for our machine, but not what is supposed to happen. Then the machine was shut off, which is a customary need for our machine. When it was started back up, the c-arm wouldn't fully load. We were unable to take any pictures. We shut down the machine again and waited 10 seconds (patient on table). Turned it back on and c-arm again did not load. We again shut down the machine, unplugged the c-arm from the monitor, unplugged from the electrical outlet, unplugged all cords. We then plugged everything back in and let it warm up again. Then it loaded fully and we were able to take an x-ray picture. Patient was on table and prepped waiting for his procedure to start at 0813 until 0825. He was not sedated and aware of the situation around him. System is a part of prior issue. Issue is with pot. Biomed adjusted some potentiometer and replaced a board. System was returned to service. 4 days later on site, it was found that work station and main frame were used with mis-matched serial numbers. Trouble shot work station non boot. Issues while work station in stand alone. Found in bios settings primary hard drive was some how set to auto detect. Switched from auto detect to manual. Adjusted ps1 in work station from 5.04 to 5.25 volts. Rebooted several times and keyboard functional along with good boot several times. Connected proper matching serial number main frame to work. Station and booted several more times good and key board functional. Produced x-ray with good images. Released system. Back to customer for normal use. Return to service. OEM verified that this was a malfunction with the device.